Manufacturer narrative:
This type of event is addressed in the device labeling code (B)(4).

Event description:
This patient was explanted due to poor performance associated with open circuits on twelve electrodes. The patient was successfully reimplanted bilaterally.